Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed that the inlet pressure during filling was -0.4 with circulation pump command (cpc) was 100 percentage. Discussed this was indicative of a failed circulation pump. They stated they would replace the components for the 2000 hour service locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Discussed this was indicative of a failed circulation pump. They stated they would replace the components for the 2000-hour service locally. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as this is not an out-of-box failure. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed that the inlet pressure during filling was -0.4 with circulation pump command (cpc) was 100 percentage. Discussed this was indicative of a failed circulation pump. They stated they would replace the components for the 2000 hour service locally.